Manufacturer narrative:
(B)(4). Additional h6 device code: 1420. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device pam590 batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: note: events reported via mw # 2210968-2019-91101, 2210968-2019-91102.

Event description:
It was reported that the patient underwent closure of the uterus on (B)(6) 2019 and barbed suture was used. It was reported it was not possible to use the suture because the last part of the suture was thinner than standard and the tab of the barbed suture was half standard size. Consequently the suture could not exercise self-locking action. There were no adverse patient consequences reported.